Event description:
Reportedly, tubing came apart at the vamp site (distal end). Amount of blood loss was reported as significant. No further information provided.

Manufacturer narrative:
Tubing was found completely detached from solvent bond joint with reservoir. Trace of adhesive and etching is visible at most part of the tuging bond area. Tubing also appears to be bent near the detached bond joint.